Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the act button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 289 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.